Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/23/2016 with the following findings: a review of the pump¿s black box data and alarm history showed a cs 078 call service alarm. No call service alarms were duplicated during testing. The rewind, load, prime sequence was performed successfully and the pump was exercised for 24 hours with no alarms occurring. The complaint of a call service alarm issue was shown in the history but was not able to be duplicated during testing. Unrelated to the complaint, the pump was opened and there was evidence of moisture corrosion on the display board near the keypad connector. In addition, a crack was observed in the battery compartment. The audio bolus button was found to be peeling, however the button responded appropriately.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.